Event description:
It was reported that the pump caught fire and exploded. Reportedly, the pump was charging during the event. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.